Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material return.

Event description:
It was reported that the cartridge compartment of the infusion device was fogged. The patient noticed moisture in the cartridge compartment, but did not detect any leakage.